Event description:
Per the clinic, the patient experienced local skin crusting at the implant site beginning (B)(6) 2025, which progressed to a local pustule during (B)(6) 2025. Culture results confirmed presence of mssa.the patient was then treated with IV antibiotics starting (B)(6) 2025 (specific date and duration not reported). It was also reported that the patient underwent multiple revision surgeries under general anesthesia on (B)(6) 2025, for skin debridement and local skin flap procedure; however, the infection remains refractory and the surgical site was reportedly significantly swollen. Subsequently, the device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date not reported) due to previous reported medical and surgical intervention. Device analysis report attached.